Manufacturer narrative:
(B)(4). One sample of part number 410944 was made available for evaluation. The sample arrived in a closed zip bag without original packaging or any identification tags. Only the complaint documentation. Visually the balloon was detached from the cannula indicating a burst. Functional inspection was not performed due to the conditions the sample arrived. The balloon was detached. There are possible causes that may explain the failure "balloon detached". One possibility is over inflation of the balloon. Inflating the balloon over 10 cc of liquid or 15 cc of air may increase the possibility of a burst. Another possibility unintentionally pushing or pulling of the balloon may help in the dislodging of the balloon. It's unlikely that the manufacturing process contributed to the failure mode described in this complaint since all balloon ports are tested 100%.

Event description:
Alleged event: during a laparoscopic appendectomy, while extracting the specimen via the trocar, the balloon detached. No pieces from the balloon fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the weckvista access balloon port 10mmx70mm, lot number 73g1500025 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a laparoscopic appendectomy, while extracting the specimen via the trocar, the balloon detached. No pieces from the balloon fell into the patient. The patient's condition was reported as fine.